Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that a customer issues with the keypad not responding on their insulin pump. The patient's blood glucose level was 7.5 mmol/l. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Insulin pump passed displacement, stop idle current, run current and off no power test. No unexpected battery out limit alarm noted. However, insulin pump had an intermittent button response, due to moisture damage on keypad traces. Insulin pump had scratches on lcd window, scratched reservoir tube window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, stained address/serial number label and stained end cap sticker.